Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. The stent was returned separate from the sds. The stent was damaged and stretched its entire length. The manufacturing data for this device was reviewed and there were no anomalies highlighted. The maximum stent profile was within max crimped stent profile measurement. The balloon body was reviewed and there were no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the balloon body indicating overall crimp contact between the balloon and the stent at the time of manufacture. There was medium resembling blood present in the balloon and polymer extrusion. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed a break in the midshaft at approximately 125mm distal to the hypotube/midshaft bond. There was a partial braeak at approximately 30mm distal of the hypotube/midshaft bond. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause has been determined to be use/user error as the hypotube was kinked during preparation and was used for the procedure. The dfu states: ¿¿note: at any time during use of the monorail¿ stent delivery system, if the proximal shaft has been bent or kinked, do not continue to use the catheter.¿¿ (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the lesion. Prior to introduction, the hypotube of the device got kinked. The physician tried to use it anyway. Following introduction, it was noted that the contrast was coming out the guide indicating the device had come apart. The device was pulled back into the guiding catheter. Another device was placed beside it and inflated. Everything was then removed from the patient an the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the lesion. Prior to introduction, the hypotube of the device got kinked. The physician tried to use it anyway. Following introduction, it was noted that the contrast was coming out the guide indicating the device had come apart. The device was pulled back into the guiding catheter. Another device was placed beside it and inflated. Everything was then removed from the patient an the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.